Event description:
Emg endotube used to monitor recurrent laryngeal nerve signal latencies. Tube failed to pick up signals from one side. The patient was re-stimulated several times, but this failed. And as a result, the patient had to be reintubated with a new emg endotube.what was the original intended procedure?thyroidectomy and parathyroidectomy.device #1is this a laboratory device or laboratory test?no.